Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements, noise, and oversensing. The patient was not dependent on rv pacing at that time. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.